Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had battery issues; she received a battery cap replacement but then started experiencing high blood glucose. Most recent blood glucose reading was over 400 mg/dl. The customer stated that the reservoir was empty and she did not receive a reservoir alert. Customer was assisted with checking the alarm history and she stated she did not find a low reservoir alert in the last two days. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion test, prime, excessive no delivery and displacement tests. The insulin pump was received with low reservoir alert functioning properly and was recorded in alarm history screen. The insulin pump had minor scratches on the lcd window.